Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field: h6. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: a faulty maj-1933 was used, since the issue did not occur when a different maj-1933 was used olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center exhibited blackout/flickering image for a few seconds. The issue occurred the issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.